Event description:
During a regular pacemaker check performed on (B)(6) 2014, intermittently high atrial and ventricular leads impedances were observed (above 3000 ohms). Patient care recommendations have been provided (evaluation of the benefit of a reintervention).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis pending.